Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd discardit syringe s2 syringe leaks air around the plunger. The following information was provided by the initial reporter: the syringe leaks and air bubbles leak around the plunger when the infusion solution or medicine is drawn. The same thing happens when blood is collected from a central venous catheter, when air leakage can also be heard (so-called rustling).

Manufacturer narrative:
A device history record review was completed for provided material number 309110 and lot number 2312109. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, six (6) syringe samples were returned for evaluation by our quality team. Through examination of the samples, damage was observed in the barrel component. It has been determined that the reported incident resulted from the barrel damage. Although an exact cause could not be specified, the barrel damage could be produced during the handling of the product through the manufacturing process or within the plunger assembly machine. Based on the preventive measures in place, we believe the probability of finding this kind of defect is very low and any recurrence is really unlikely. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
Bd rep replied on 03-may-2024, has there been any patient impact (serious injury, medical intervention, change of treatment required)? No, only different syringe had to be used. Could you provide a name of drug medication that has been used with the product? = unknown.